Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection on a minicap extended life pd transfer set; further described as "plastic tubing fell off". This occurred during use of automated peritoneal dialysis therapy. The patient stated that the home patient ¿was just sitting on the couch and it was not being pulled on. Not sure if it was a catheter or if it had been pulled on before and just finally gave out". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.